Event description:
A revision procedure took place and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation will be updated should further information be provided.

Event description:
Boston scientific received information hat after the implant procedure it was noted that this right atrial lead had dislodged. A revision procedure is scheduled. No adverse patient effects were reported.